Manufacturer narrative:
This is a final report.

Event description:
Per the surgeon's report, this patient's electrode array migrated out of the cochlear 2 months post-implantation. The device was explanted in 2007, and the patient was reimplanted at the same time.